Event description:
The manufacturer received information alleging a ventilator could not be taken out of passive mode. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the tubing between the device's porting block and active exhalation control module was found to be contaminated. The tubing was replaced to address the issue.